Event description:
Complainant alleged that while attempting to treat a patient the device displayed a "bridge test fail" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The complainant was unable to provide any additional information at the time the incident was reported.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.